Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A drill was stuck in one of drill sleeves on the device, causing the sleeve to disassemble from the device. All pieces were returned. The drill was bent in numerous locations and was very worn. The device was manufactured in 2015 and shows signs of extensive wear / usage. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, drill guide got stuck to the drill. 2.0 part broke off. All pieces were recovered from patient. No harm to patient or staff. No procedural delays because smith & nephew back up was available.